Event description:
The operator of an aptio automation system discovered two secondary patient tubes that were filled with clear liquid instead of serum. There were no discordant results as the operator noticed the tubes prior to sampling. There are no known reports of patient intervention or adverse health consequences due to the secondary tubes filled with clear liquid.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the aptio system, aliquoter module, and data, the cse replaced a failed aliquoter valve in the pipetting circle. The cause of the secondary patient tubes being filled with clear liquid instead of serum was due to a failed valve. The instrument is performing according to specifications. No further evaluation of the device is required.